Event description:
Boston scientific received information that this device experienced a longer than expected charge time, however it was still within the charge time limit. A manual capacitor reform was performed and the charge time decreased. One month later the device reached its elective replacement indicator (eri) due to an extended charge time of 21.2 seconds. The device was explanted five days later for normal battery depletion. It was noted that the hospital sent the device home with the patient, so it will not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.